Event description:
In 2008, the sales representative reported the surgeon had the implant about 2/3rds of the way in the disc space and in order to advance it, he used the mallet to hammer it in where the driver was attached to the implant. The back piece of the implant broke off in the disc space, the driver was still attached to the broken piece. Additional information received via telephone from sales representative in 2009, the sale representative reported that during surgery, the surgeon was attempting to implant the traxis peek implant and the surgeon was hitting the driver with a mallet when the implant broke off where the driver and the implant meet. The surgeon had to then explant the implant and retrieve the piece that was in the disc space. The surgeon implanted another implant. There was surgical delay of 15-20 minutes.

Manufacturer narrative:
Requests have been made for the return of the prod. Request has been made to obtain the prod. Device MFR date is unk. Eval is pending.